Manufacturer narrative:
Continuation of d11: product ID 3037, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had not yet contacted their healthcare professional (hcp) regarding the issue. The cause was still unknown and the issue had not yet been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient noticed they were going to the bathroom more often. Prior to calling, the patient checked the programmer and stimulation was off. The patient stated this has happened multiple times and every time is happens, they hear a 'beep'. The patient claims the antenna is not over the stimulator and they did not press the 'stimulation off button'. They have replaced the batteries in the programmer. Patient services reviewed the controller does not have the ability to turn stimulation off if it is not placed over the stimulator and the 'stimulation off' button is not pressed. Patient services reviewed option of taking batteries out of programmer after confirming stimulation is on and following up with her doctor if this issue persists.